Event description:
The customer reported that the sys experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation included reseating of system pcb assemblies and replacement of the ac power plug assembly. The system was tested and found to be working as intended and put back into service.